Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was unable to establish telemetry upon receipt. Analysis after device was cut open revealed device battery voltage was at end of service (eos). A longevity calculation was performed and found the battery depletion was premature. High current drain was noted on hybrid and it is consistent with an integrated circuit anomaly. Further analysis found u2 juno ic is the cause.

Event description:
New information received notes that premature battery depletion was alleged on the device.

Event description:
It was reported that a patient presented with suspected premature battery depletion noted on the patient's insertable cardiac monitor. The device was explanted and replaced on (B)(6) 2025. No adverse effects were noted.